Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit.unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Unable to confirm keypad anomaly or navigate through keypad menus due to constant open book image.the adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might have triggered the reason complain. During download history review (pump_diagnostic_trace) stuck key alarm (61) was recorded on 06/19/2024 00:38:58.000 through 06:50:56.000 hour with eight alarms recorded. In addition, pump error 63 was noted on (main error log) line ID: 147, file ID: 2017 per software engineer log pump error 63 was due to twi interface on main/motor processor error. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage was noted. Isolate to electronic assembly.unit also received with pillowing keypad overlay, cracked keypad overlay at select button, and scratched case. In conclusion customer concern of keypad anomaly cannot be confirmed due to critical pump error alarm (open book image). However, it was confirmed in download history files. In addition, critical pump error was triggered by pump error 63. Per software engineer log it was determined that pump error 63 was triggered by twi interface on main/motor processor error. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1880. Trouble shooting was performed and customer reported a critical pump error/open book image error. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.